Manufacturer narrative:
The initial medical device report was submitted (mfg report number). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when patient presented for a device check, no communication could be established with the device. The device was explanted and replaced.

Manufacturer narrative:
Correction: h10 statement should have been as shown below. The initial medical device report was submitted (2938836-2014-09565) correction: h6, h10. H6: code 12. H10: lithium clusters were observed during the analysis. No additional analysis is necessary.